Manufacturer narrative:
All three levels of pth qc were within the customer's established ranges prior to and after the event. A routine system check was performed on (B)(6) 2010 which passed within instrument specifications. Service was not dispatched fort his event. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an elevated parathyroid hormone (pth) result above the normal reference range generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent dilution testing produced a lower result within the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.